Event description:
The customer observed smoke from the architect i2000 system control center (scc) and the scc would not turn on. No injury was reported due to this issue. Field service was dispatched to inspect and service the instrument.

Event description:
It was reported to baxter that a reservoir of a two-day infuser had ruptured after the filling process. It is unknown what the sample was being filled with. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further inspection, it was noted that the smoke was generated from the power supply of the system control center (scc) on the architect i2000 analyzer. The abbott field service representative (fsr) replaced the scc power supply, cleaned the inside of the scc, changed a worn battery on the motherboard inside the scc, and confirmed the operation of the scc.the architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. No adverse trends were identified related to the issue, and, to date no subsequent complaints of this nature have been documented against architect s/n (B)(4). Based on the available information, a deficiency in the system was not identified.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.